Manufacturer narrative:
Date of event: unknown/not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, as information was not provided. UDI number: unknown, as the serial number was not provided. If implanted; give date(s): unknown, not provided. If explanted; give date(s): unknown, not provided. The device was not returned for analysis. The serial number for this device is not available, therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. (B)(4). Pollmann, a., mishra, a., campos-baniak, m., gupta, r., eadie, b. (2020). 'Ab interno suture tube ccclusion of the baerveldt glaucoma implant for management of postoperative hypotony: a case series. American journal of ophthalmology case reports', 19(1), pp. 1-5. A copy of the article is provided with this report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: 'ab interno suture tube occlusion of the baerveldt glaucoma implant for management of postoperative hypotony: a case series'. A case series report was done to describe the management of delayed hypotony associated with the baerveldt glaucoma implant (bgi) on four patients by occlusion of the bgi tube lumen using a 4-0 polypropylene suture via an ab interno approach. The second patient developed a shallow anterior chamber with fibrin, corectopia, a tilted 3-piece intraocular lens (iol) and vitreous hemorrhage. B-scan ultrasonography also showed large near-appositional choroidal effusions. As intervention, the patient was taken to the operating room for external drainage of choroidal effusions, 23-gauge pars plana vitrectomy, iol exchange with placement of an anterior chamber iol, and partial occlusion of the bgi tube with 4-0 polypropylene suture. Anterior chamber washout, pars plana vitrectomy, and fluid-air exchange was done to manage vitreous hemorrhage. A copy of the article is provided with this report. This report is for patient #2 (case 2) of the 4 reported events. Separate reports are being submitted to capture the adverse events for patient #1, patient #3, and patient #4.